Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 27-jan-2022, penumbra inc. Became aware of a journal article titled, "migration of nonfibered packing coils used to treat peripheral pseudoaneurysms: report of 3 cases" (gonzalez-araiza et al. 2019). This article reports three cases of penumbra coil migration into the lumens of adjacent viscera: two into the duodenum and one into the vagina. In the third case study, the physician used ruby coils and pod pcs to embolize the left uterine artery. Approximately one month after embolization, the patient reported spontaneous vaginal passage of a penumbra coil (unknown). She removed the coil and experienced some light spotting, which resolved spontaneously. The patient has been asymptomatic for 6 months. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.